Manufacturer narrative:
Analysis of programming history.

Event description:
It was noted during review of programming history for the vns pt's pulse generator that the settings did not appear to be at the intended settings at a follow up visit that occurred on (B)(6) 2008. The pt was previously seen in (B)(6) 2008, where the settings were noted to be at normal therapeutic settings. A system diagnostic testing was done at the (B)(6) follow up visit; however, there was no final interrogation to ensure that the pt left the office at the intended settings. There was likely an interruption in the communication between the programming wand and the implanted generator, which caused the settings to be changed during the completion of the system diagnostic test. The device settings have been re-programmed back to therapeutic settings.